Event description:
A report was received that the physician was unable to link the charger to the ipg and thought the battery was too deep, the physician then opened the patients pocket site and there was fluid noted that prevented the charger from linking the ipg. It was also reported that the fluid was from the powder used during the procedure.